Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: d1 and d4.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that during an explant procedure on (B)(6) 2025 (related manufacturer reference number: 1627487-2025-02670) the leads were snapped. As such, only a portion of the leads were removed and the remaining fragment of the leads remains implanted. In turn, surgical intervention may take place in the future to remove the remaining portion of the leads.